Event description:
It was reported that during a procedure of the moderately tortuous, non-calcified, 90% stenosed, eccentric, distal right coronary artery with vessel diameter of 2.5 mm and lesion length of 20 mm, the 2.5 x 15 mm rx traveler balloon dilatation catheter (bdc) was inflated once to 8 atmosphere (atm) and deflated. During removal, resistance was met between the bdc guide wire lumen and the non-abbott guide wire. The bdc was removed from the anatomy with the guide wire remaining in the vessel. Once outside the anatomy it was noted the bdc was kinked in the distal shaft. A second bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, guide cath: hyperion 7f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.